Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. The patient in this case had a bioprosthetic valve replacement at a young age. The stenosis and regurgitation in this case were likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "percutaneous tricuspid valve implantation. Two-center experience with midterm results" authors andreas eicken et all. It was reported that a (B)(6) year-old female patient with a 33mm edwards bioprosthetic valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an unknown implant duration due to moderate tricuspid regurgitation and stenosis (mean gradient 7mmhg) . The ttvr was performed with a 29mm edwards transcatheter heart valve.